Event description:
It was reported that device protrusion occurred. The site has been assessed by healthcare staff, and may require pocket revision. To date, the patient's implantable cardioverter defibrillator (ICD) remains implanted, in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead; implant date: (B)(6) 2006. (B)(4).